Event description:
It was reported that the gastrointestinal videoscope exhibited a blurry image. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: no. (B)(6). Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a faulty zoom-in function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.